Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and the customer reported a possible displacement behind the drawer causing an internal obstruction that prevented it from opening. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 latch mount came loose due to the screws loosening and falling out. A field service engineer secured the mount back into place, and all functions returned to normal and tested functionality. The system functioned as intended after the field service engineer repaired the device.